Manufacturer narrative:
(B)(4). B5:describe event or problem- correction is required b2. B2: outcomes attributed to adverse event- correction - remove check mark for required intervention to prevent permanent impairment/damage (devices) due to incorect entry. G3: date received by manufacturer- additional information. H2: if follow up, what type- correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported inaccurate cgm values.